Manufacturer narrative:
The pump was monitored for 48 hours with multiple basal rates, and no anomalies were noted. The pump passed the self test, and all operating currents were normal. No display anomaly was noted. No unexpected low battery, failed battery test or off no power alarms noted. The pump was received with minor scratches on the display window, and a cracked reservoir tube lip.

Manufacturer narrative:
Currently, it is unknown whether or not the device may have caused or contributed to the event. The device has been returned, but not yet evaluated. Further information will follow once the analysis has been completed. No conclusion can be drawn at this time.

Event description:
It was reported the customer's insulin pump shut off after she had replaced the battery. Customer reported receiving a battery failed test alarm shortly after. Customer also reported a blank display. She stated that the display does not return after she inserted a new battery. The customer also stated her battery compartment was not damaged or corroded. Customer's blood glucose was 98 mg/dl. The customer was advised to disconnect from the insulin pump and revert to a back-up plan. No additional information provided.